Manufacturer narrative:
The insulin pump was received moisture damage at electronic assembly. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer stated that they were pushed in a pool. Customer's blood glucose level was 14 mmol/l. Customer stated that they will be visiting the local hospital for back-up plan. Customer reported that the pump is counting up from 1 to 5 and then stopping. Customer was advised that insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.